Event description:
Avaira toric lens wearer. Reordered lenses at (B)(6) on (B)(6) 2011. Wore first pair of new package (B)(6) and had pain, blurry vision that increased over next few hours. Removed and threw out this pair thinking something was in my eye. New pair next day and again had severe pain, blurry vision, redness and watery eyes. Removed contacts and went to the ER, was told it was probably conjunctivitis and given atbx eye drops and vicodin. Pain intense and photophobia went to ophthalmologist in am. Was told lesion on r cornea, maybe from vitriol eye infection given acyclovir and dilating eye drops and told to continue atbx eye drops. Told to not wear contacts for one week to allow healing. Again wore contacts on (B)(6) and was back in the ER that evening 11:00 pm. Lesions seen on l cornea, thought virus spread to other eye in am. Went back to ophthalmologist, said this was very strange not typical and referred to corneal specialist that I saw (B)(6). Told vision was so bad, no longer should drive. Vision remained blurry and eye exam worse than exam on (B)(6). Since then, saw a second corneal specialist, a retinal specialist and neuroophthalmologist, vision remains impaired. All unable to understand why vision was impaired. On and off was told I could wear my contacts continuing to damage my eyes, not aware of recall until (B)(6). Did go one month with no contacts by 2nd corneal specialists request to obtain pictures of corneas. Never notified of recall. On (B)(6) 2011 (B)(6) eye center of (B)(6) still unaware of any recall on these lenses and said they do not keep records on lot numbers to notify customers. Had 1 blister package left and had lot number that I put in to coopervision web site that confirmed it was affected by recall.